Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6)2022 to (B)(6)2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system was turned off prior to the start of a cesarean section. A technical support specialist noticed that the facility's network issue caused the slowness during log-in. Replaced network cable and switched the cable into a different port on the switch to resolve the issue. The system was functional as intended after technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system was turned off prior to the start of a cesarean section. Customer stated that users were frequently experiencing slowness during biometric scanner authentication. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the facility's network issue caused the slowness during log in. A network cable was replaced and switched the cable into a different port on the switch to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system was turned off prior to the start of a cesarean section. Customer stated that users were frequently experiencing slowness during biometric scanner authentication. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.